Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence to support the alleged complaint. However, due to the number of complaints regarding the reported issue with this part number, this complaint will be confirmed for one device. Without the sample to review, a definite root cause and corrective action could not be established. Argon will continue to monitor for reoccurrences.

Event description:
Patient was undergoing PICC placement without complication. X-ray was obtained showing that line needed to be adjusted, and when it was adjusted as usual, resistance was met to pull the line back. Attempts were made to massage and gently pull the PICC line out slightly, but resistance continued to be met. Every time resistance was met pulling was stopped. After again vancing and trying to pull the line back out, the line immediately and noticeably snapped at 4.5cm. Pressure was immediately placed on the extremity to hold the line in place as best as possible. X-ray was obtained that showed the line was in the same spot. Plan now for infant to go to or to remove line. PICC line lot number: 11478688.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
It is unknown if sample is getting returned for investigation or not. Argon is investigating this reported event and a follow-up report will be submitted upon investigation completion.

Event description:
Patient was undergoing PICC placement without complication. X-ray was obtained showing that line needed to be adjusted, and when it was adjusted as usual, resistance was met to pull the line back. Attempts were made to massage and gently pull the PICC line out slightly, but resistance continued to be met. Every time resistance was met pulling was stopped. After again vancing and trying to pull the line back out, the line immediately and noticeably snapped at 4.5cm. Pressure was immediately placed on the extremity to hold the line in place as best as possible. X-ray was obtained that showed the line was in the same spot. Plan now for infant to go to or to remove line. PICC line lot number: 11478688.